Event description:
Upon ICD interrogation during a regular follow-up, it was noticed that there no diagnosis data stored in device memories. An explanation is requested.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.